Event description:
The customer obtained negatively biased troponin I results on a patient sample. The investigation determined this event to be consistent with a malfunction which could also cause false negative ckmb and beta-hcg results. There was no report of patient harm as a result of this occurrence.